Manufacturer narrative:
Additional narrative: patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: may 20, 2016. Lot was released with neither deviation nor any non-conformance reports marked in the device history record. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in xxx as follows: it was reported that the devices were used in surgery for the proximal humeral fractures on (B)(6) 2016. The surgeon used a right multiloc humeral nail. After he fixed distal bone fragments, he started distal side stopping with screws. Then the screw interfered with the nail. When the surgeon reviewed lateral x-ray images, he noticed that the screw came backward off of the nail. When he took out the drill bit, the bit was distorted. The surgery was extended for five minutes. Concomitant parts: nail (part unknown, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: concomitant product: possible partial concomitant part # 04.016.03xs (nail). Investigation originally stated that three (3) parts were received for investigation. Two (2) parts were received as opposed to three (3) parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing investigation: the following three articles were received for investigation: part 03.019.008 / #lot 9879830 / aiming arm, lateral, f/multiloc¿ prox. Humeral nail, part 03.010.060 / #lot 9460404 / drill bit ø 3.2mm, calibrated, l 340mm, part 03.019.008 / #lot 9879830 / aiming arm, lateral, f/multiloc¿ prox. Humeral nail. The unknown screw was not returned for investigation. The received devices were forwarded to the responsible manufacturing site for further evaluation with the following results: the article was received in a used condition. Slight traces of use is visible inside guiding holes. During manufacturing investigation, all relevant and significant characteristics like dimensions and functions were checked. All measured characteristics are within the specifications and the aim-arm lat f/multiloc phn passed the functional tests. There were no references to the reported issue. The returned drill bit (part 03.010.060 / #lot 9460404 / drill bit ø 3.2mm, calibrated, l 340mm) was received with twisted flutes. At the tip section are traces of nicks visible. The rest otherwise is in good condition. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel as required and the measured harness was within the specification. The measurable dimensions were well documented and all within the valid specifications. Therefore a manufacturing issue can be excluded. With the provided information we are not able to determine the exact cause of this complaint. We only can assume that due to an incorrect orientation of the aiming arm, came the drill bit in contact with the nail and got stuck. This impact and the force during drilling could have resulted in twisting of the device. Based on these findings we conclude that the cause of failure is not due to any manufacturing non-conformances. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: added device return date. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.